Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the overheating of the receiver could not be determined. A root cause could not be determined.

Manufacturer narrative:
Com-(B)(4)

Event description:
Reportedly, the receiver was exposed to moisture. Labeling indicates: the receiver is not water resistant; do not get the receiver wet at any time. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally, but it would not turn on. The data log could not be retrieved, as the unit would not turn on, and data log review could not be completed. The unit could not be run on the functional tester because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection found moisture damage and corrosion on the battery connector. The customer complaint of the overheating of the receiver was confirmed. The probable cause was determined to be moisture damage.